Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was low flow with the cooler heater unit, as if the small tank runs all the time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This unit was never used in any cases. The user was attempting to use as a back up unit. This unit never started working properly so they sent it to the biomed. The field service representative (fsr) verified poor flow from the main hansen valves. The fsr found the inline filter was plugged with mineral deposits. The fsr cleaned out the filter and flushed the main hansen valves, and proper flow was restored. The fsr completed preventative maintenance (pm) and a release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.